Manufacturer narrative:
The patient required amputation on the treated limb. This is being reported as a follow-up to the clinical registry. Cross reference MFR report numbers: 3009784280-2020-00161 and 3009784280-2020-00162. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was required. Per the IFU, ischemia and amputation are listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, three stellarex catheters were used to treat the target lesion of the left proximal, mid, and distal sfa. Approximately 26 months post index procedure, the patient experienced critical limb ischemia. A major amputation below the knee of the target limb was performed on (B)(6) 2019.